Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient encountered a power on reset (por) error message and the meaning was reviewed with the caller. The caller indicated that at the time of the por the caller was trying to adjust the patient's stimulator. No patient symptoms were reported and the caller was redirected to the patient's healthcare provider (hcp). No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.